Event description:
No picture on the screen. Noted during preparation for use. Setup or inspection / image fault / no image.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: water has entered the device through the leak in the connector and in the biopsy channel and damaged the electronics, so that no image is displayed olympus will continue to monitor field performance for this device.

Event description:
No picture on the screen. Noted during preparation for use. Setup or inspection / image fault / no image.